Event description:
Intense pain in the left knee [arthralgia], developed swelling in both knees [joint swelling], developed crackling in both knees [joint crepitation], left knee now freezes [joint lock], have to think it into a walking tilted motion [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2011 from a female pt, initials (B)(6), who experienced knee pain, knee swelling, joint crepitation, joint lock and difficulty walking after starting synvisc. The pt's medical history is significant for two previous series of treatment with synvisc in both knees. In (B)(6) 2011, the pt received a series of synvisc injections into both knees (number of injections not provided). The pt reported that she developed pain, swelling and crepitation in both knees. The pt's symptoms were treated with an injection of cortisone in (B)(6) 2011 (location not provided). The pt reported that now she has difficulty walking and her left knee joint locks and it is "excruciating when it re-hinges to a folding position" (date not provided). The pt also reported that she is scheduled for a knee replacement in (B)(6) 2011. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.